Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 6000 c501 module. Sample 1 initial result was 180 mmol/l, and the repeat result was 141 mmol/l. Sample 2 initial result was 160 mmol/l, and the repeat result was 135 mmol/l. Additional results in attachment "results - (B)(6)" provided.

Manufacturer narrative:
A field service engineer (fse) discovered split vacuum tubing and rinse tubing that was worn. The fse replaced rinse tubing, 3 vacuum valves, 2 waste valves, diaphragm and flapper valves, wash tips, and the cell wash vacuum valve. He removed the vacuum tubing to the vacuum pump and cleaned it and the vacuum pump nozzles. He completed the setup of the water and detergent levels and executed a cell blank measurement, and all was okay. The investigation determined that the service action resolved the issue.